Event description:
Customer complaint - limited data available . Unit not affected. Stated device is overheating even on low setting. No injuries or property damage reported.

Event description:
Customer complaint - limited data available. Customer stated that the device overheated even on a low setting. No injuries or property damage reported.